Event description:
It was reported that the ct6a wheel chair came in for service from a competitor and the right side base frame is broke, not at a weld. He states he has no information as to how because he doesn't not know the patient, nor did he speak with the patient.